Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24328; related manufacturer reference number: 2017865-2021-24330. It was reported that the patient presented in clinic upon developing an infection. The patient's pacemaker and right atrial lead was explanted on (B)(6) 2021, and the right ventricular lead was explanted in a follow-up procedure on (B)(6) 2021. The patient was stable.